Event description:
Two days after injection with bovine collagen in the upper lip the patient developed lumpy nodularity at the injection site. The physician used intralesional triamcinolone as an intervention.